Manufacturer narrative:
(B)(4) - explant of intraocular lens, post op refraction. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) in a secondary procedure due to unexpected post op refraction and visual disturbance. The lens was replaced with the same model, a size 13 lens.